Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline disconnect alarms that lasted for 8 seconds. The patient stated that no one had touched the driveline or controller. The log files confirmed a pump stop on (B)(6) 2022 between 9:33:25 and 9:33:28. The patient stated they were under a thick blanket and could not hear the alarms. Additional information repot that at the time of the alarm the patient was being picked up by emergency medical services (ems). Related manufacturer reference report # 2916596-2022-10267 and 2916596-2022-10176.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed with the data captured in the submitted log file. The log file captured a pump stop on (B)(6) at 9:33 am. The driveline appeared to have been physically disconnected with associated hazard alarms being active (driveline disconnect, lvad off, low flow). The pump speed value was captured at zero rpm for approximately 3 seconds (9:33:25 to 9:33:28). At 9:33 am (29 second), the system recovered to 5,950 rpm and all alarms cleared. All other captured alarm events were low voltage advisory/power cable disconnect relating to routine depleting 14v batteries and power exchanges. It was noted the log file was retrieved from system controller (serial # (B)(6)). A root cause of the driveline disconnect alarm could not be determined during the evaluation. The modular cable is not expected to be returned for an evaluation. The evaluation could not determine if the in-line connector was disconnected. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the modular cable (lot # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. The relevant sections of the device history records (shop order: (B)(4)) for hm3 modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, rev. C, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.